Event description:
Implant date: 2002. Sometime after implantation, the pt complained of pain and it was discovered that a rod had slipped away from the bone screw/set screw interface. The device was explanted in 2003. The pt had developed a pseudoarthrosis.